Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy for an supra ventricular tachycardia (svt) which the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). Additional information reported that the right atrial (ra) lead exhibited undersensing of p-waves. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.